Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately 57 months of implant. The device was explanted and returned for analysis. No adverse patient effects were reported as a result of this observation. Concern was later expressed that the device may have depleted prematurely.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.